Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pump indicated false infusion. Incident occurred on (B)(6)-2011. No patient injury reported; patient unaffected. Drug infused - saline. The pump was set up for a standard infusion. The nurse called the biomed tech to report that the hold button wouldn't work. When biomed tech examined device, he found that nothing was being infused but the pump was indicating that it was. Pump was set up for a continuous therapy. Pump was replaced with another device to perform infusion. Pump was taken to biomedical shop and sequestered. Rate/volume to be delivered unknown; container was almost full no further info presently available.